Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump errors. The customer¿s blood glucose level was 150 mg/dl the time of incident. Insulin pump had multiple errors. The customer also stated that they were able to clear and rewind the insulin pump. Self-test and displacement test was passed. Troubleshooting was performed. There was second occurrence for error. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. Device received pump error 79, pump error 28, pump error 63 and pump error 2 in formatted history due to software anomaly.